Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported inaccurate low measurement or to determine if it could have contributed to the patient's ketoacidosis and hospitalization. No product lot number was reported; therefore, no lot release records were reviewed. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4. Warning: if you are experiencing symptoms that are not consistent with your blood glucose reading and you have followed all instructions described in this user guide, call your healthcare provider immediately. Checking your blood glucose 4. You should perform a control solution test when: you suspect that the built-in bg meter or test strips are not working properly. You think your bg readings are not accurate or are not consistent with how you feel. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 11. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
Diabetic nurse called to report that the patient was feeling ill with blood glucose (bg) reading from 7 to 30 mmol/l (126 to 541 mg/dl). He went to the hospital and was diagnosed with diabetic ketoacidosis. At the hospital, it was noted that the bg meter in the omnipod personal diabetes manager (pdm) did not read the values correctly. A bg meter comparison was performed and his pdm read 8 mmol/l (144 mg/dl) vs 30 (541 mg/dl) for the hospital¿s meter. The patient was placed on an intravenous therapy of insulin and that he is still currently at the hospital.